Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 40mm amplatzer multi-fenestrated septal occluder - cribriform was chosen for an atrial septal defect (asd) closure procedure using a 10f amplatzer trevisio intravascular delivery system. During procedure, upon unfolding the left atrial disc and part of the neck, twisted disc shape observed shape was noted. The deformed device was never released from the delivery cable while inside the patient. There was report of interaction with cardiac structures during deployment. There was no report of any angulation/kink noticed with the delivery system. The device was replaced with a new 40mm amplatzer multi-fenestrated septal occluder - cribriform. The patient did not suffer any adverse event. The patient was reported stable.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. The cause of the reported incident could not be conclusively determined. It is possible that patient's anatomy contributed to the device deformity. However, this cannot be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.